Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 2 years and 8 months post implantation of a 20mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time.

Manufacturer narrative:
Update to b5 and b7. Correction to h6; device code, type of investigation, investigation findings, investigation conclusion. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that pannus formation identified as the etiology of both prosthetic aortic valve stenosis and impaired valve mobility caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per medical record review, the cause of the explant was due to prosthetic aortic stenosis (pannus formation identified as the etiology of both prosthetic aortic valve stenosis and impaired valve mobility). Intraoperative transesophageal echocardiography (tee) prior to explantation revealed an aortic valve area (ava) by velocity time integral (vti) of 0.73 cm2, a dimensionless index (di) of 0.32, and a mean gradient of 18 mmhg. Pathological evaluation of the explanted valve demonstrated moderate pannus formation with impaired cusp mobility. No tears, perforations, calcifications, thrombi, or vegetations were identified.